Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 327 mg/dl while wearing the pod on the lower back. During the night of 25 to 26feb25 with ketones at 0.1mmol/l and no clinical signs. A bolus of 3ui needed at time of hyperglycemia but persisted until 400 mg/dl and ketone level at 0.1mmol/l and no clinical signs. The pod was changed in the morning and upon removal the cannula was found bent. A meal bolus of 5.5ui with new pod blood glucose stabilized to 130 mg/dl about 4 hours later.